Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in 2a. Common device name and 2b. Procode to reflect the correct device identifier. Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Reported controller error alarm upon console start was caused by malfunction of the optical pressure measurement unit.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the aic was in use until this morning. Another hospital-purchased machine was under repair, so impella connect was going to be used. When the power was turned on to replace the 5.5 aic that was being operated, a control unit abnormality alarm occurred. The hospital had purchased two machines consecutively, and now a control device malfunction alarm has appeared.